Manufacturer narrative:
After further review of the record, it was determined that it should be noted the PICC line was placed in the upper arm. Additionally, the physician commented that it appears that the peel away material is too soft and rides up the introducer rather than going through the tissue, into the vein. This event resulted in a longer procedure time and alternate product needed to complete line placement. Investigation ¿ evaluation a review of the documentation, drawing, instructions for use (IFU), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The product was not returned and no specific lot number was associated with this complaint. All of the potential lot numbers were reviewed and showed no nonconformances related to the failure mode and a search of the manufacturer's complaint database showed no related complaints. There is no evidence to suggest that the product was manufactured out of specification, nonconforming in house, or nonconforming in the field. C_t_pics_rev7, peripherally inserted central venous catheter sets and trays with peel-away introducers, states the device¿s intended use, warnings and precautions associated with the its use, and product recommendations. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. The appropriate personnel have been notified and we will continue to monitor for similar events. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported a general complaint that the sheath of a single lumen peripherally inserted central venous catheter set folds back against itself during insertion. The event occurs when placing the dilator-sheath over the guide wire into a " decent skin and soft tissue incision." The customer exchanges the sheath with a competitors product. There are no reported adverse patient consequences. The device is not available for evaluation. No further information is available.